Event description:
The device history record was reviewed for the suspect generator. No unresolved non-conformances were found, and the device met all quality control measures prior to distribution. The trim test tab date confirmed that the generator was manufactured with the use of laser routing.

Manufacturer narrative:
B5: correction: DHR was not included in the initial MDR.

Event description:
A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pulse generator pcba. After the trimmed edge of the pulse generator pcba was cleaned, a comprehensive automated electrical evaluation showed that the pulse generator pcba performed according to functional specifications. Diagaccumconsumed memory locations revealed that 44.239% of the battery had been consumed; however, the generator was received at eos. No additional relevant information has been received.